Event description:
Caller reported damage to pump housing and usb port, which did not affect the ability to charge the pump but compromised its water-tightness. There was no adverse impact to the customer's blood glucose level. The customer, whose pump is under warranty until march 2028, initiated a replacement process through technical support, who provided instructions for returning the damaged pump and advised on storing the current pump correctly. Additionally, the customer was informed of the need to program settings and connect their cgm to the replacement pump, which was confirmed shipped without requiring a delivery signature. Customer will continue to use current pump.